Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure at l1. Approximately 2 months post-op, it was found that the bone cement mass migrated inside the vertebral body of the patient. Doctor confirmed that the cement mass is not protruding outside the vertebral body. According to the report, the patient underwent a revision posterior lumbar fusion to remove the cement and insert a cage. The surgery was consisted of removal of two masses of injected cement at l1, and 2 above-2 below fusion via cage placement with competitor products. The patient¿s perioperative condition was favorable. The physician commented that insufficient amount of cancellous bone in this patient could be considered as a cause of the incident.

Manufacturer narrative:
(B)(4) this part is not approved for use in the united states; however, the catalog # c01a and 510k # k041584 of 'like devices' was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.